Event description:
The account alleged that if the intellidrive push handles are engaged forward the bed will move backwards. No patient impact.

Manufacturer narrative:
The tech replaced left side intellidrive handle and replaced the intellidrive junction power control board assembly to resolve the issue.